Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately seven months post stenting procedure in the proximal circumflex artery with one 3.0 x 23 xience v stent, the patient was hospitalized with unstable angina and was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization for in-stent restenosis in the index lesion. The patient's condition resolved and the patient was discharged one day after the procedure. There was no reported adverse patient sequela. Though requested, there was no additional information provided.